Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath. The sheath, hub, core wire, device tip and implant were visually, and microscopically examined. Numerous kinks were noted along the length of the sheath. The tri-cuts of the device tip were flared and folded inward, abrasions were present on the distal end of the sheath tip, and the implant anchors were observed to be damaged. Damage to the device tip and implant anchors is consistent with closure device deployment and recapture. During functional testing, the closure device was able to be deployed without difficulty. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman laa closure device with delivery system (wds). A closure device was advanced for deployment but was compressed by the upper ridge of the laa. The closure device was recaptured and removed from the patient. A second closure device was advanced into position and deployed with a resulting inadequate device compression ratio. The second closure device was recaptured. Before a second transeptal puncture could be performed to achieve optimal device positioning, a pericardial effusion measuring 0.5 to 1cm was discovered. The procedure was aborted, and no patient complications were reported. It was further reported that a pericardiocentesis was performed to treat the pericardial effusion. The patient will undergo a future laa closure procedure with a watchman flx closure device.

Manufacturer narrative:
B5 updated. D4 lot number and expiration date corrected.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman laa closure device with delivery system (wds). A closure device was advanced for deployment but was compressed by the upper ridge of the laa. The closure device was recaptured and removed from the patient. A second closure device was advanced into position and deployed with a resulting inadequate device compression ratio. The second closure device was recaptured. Before a second transeptal puncture could be performed to achieve optimal device positioning, a pericardial effusion measuring 0.5 to 1cm was discovered. The procedure was aborted, and no patient complications were reported. It was further reported that a pericardiocentesis was performed to treat the pericardial effusion. The patient will undergo a future laa closure procedure with a watchman flx closure device.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman laa closure device with delivery system (wds). A closure device was advanced for deployment but was compressed by the upper ridge of the laa. The closure device was recaptured and removed from the patient. A second closure device was advanced into position and deployed with a resulting inadequate device compression ratio. The second closure device was recaptured. Before a second transeptal puncture could be performed to achieve optimal device positioning, a pericardial effusion measuring 0.5 to 1cm was discovered. The procedure was aborted, and no patient complications were reported.